Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2006 that a endostat ii electrosurgical unit was used during a procedure (patient age, gender and weight are unknown). According to the complainant, it was reported that having a difficult time "getting cauterization" and had to "hit the floor pedal several timers before getting adequate results". No information was available for patient complication as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "not applicable".

Manufacturer narrative:
Visual examination of the returned device appeared to be in good condition. The functional evaluation found the device was within expected tolerance. The cause of the reported malfunction is undetermined. The device history record for this serial number was reviewed; no previous service events for this device. A search of the complaint database revealed no additional complaints reported for this serial number.